Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration trace showed high slopes for sodium. The qc recovery data provided was within specification. The alarm trace showed a calibration error for sodium and abnormal calibration for sodium alarms. The field service engineer (fse) replaced the vessel cup as a proactive measure, the vacuum nozzle, all seals, the gear pump head, and the sample syringe mechanism plunger. The fse cleaned the probes, reassembled the electrodes after cleaning the area, cleaned the acrylic blocks, and primed the flow path. Calibration and qc were performed successfully. The investigation determined that the defective sample plunger in the syringe mechanism, found by the fse, caused the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found a defective sample syringe plunger. The fse adjusted the sample probe, cleaned the vessel cup, cleaned the electrodes, replaced seals as needed, primed the flow path, and performed air checks and ise checks. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient sample on a cobas pro ise analytical unit. The doctor questioned the initial results which prompted the customer to repeat the samples. Sample 1 had an initial result of 153 mmol/l. The sample was repeated on another analyzer and the result was 140 mmol/l. Sample 2 had an initial result of 157 mmol/l. The sample was repeated on another analyzer and the result was 150 mmol/l. The repeat results were deemed correct.